Event description:
It is reported that a customer had insulin squirting out of their insulin pump while in the process of priming. The patient's blood glucose level was at 99 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer did not have any infusion sets to assist with trouble shooting. The customer mentioned they had received a motor error two years ago. The customer was at school and did not have the supplies or time to trouble shoot. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.